Event description:
Gemini pump read "low flow"-when door opened & tubing lifted out, the top of the tubing snapped in 2 (area above springy part of tubing.) Pt's blood pressure decreased until staff could get another tubing primed with dopamine.